Event description:
The facility reports as the staff were lifting the resident from the chair, the clip for the head support broke and the resident fell back into the chair. No injuries were reported and the sling was taken out of service immediately, along with all other toilet slings. All four were returned to the MFR.